Event description:
The pt reported she is taking medication which is exacerbating her neuropathic pain, and requested to be reprogrammed. The pt was reprogrammed on (B)(6) 2011. The pt reported pain after this appointment. The 2 leads (with the same lot number) showed normal impedance, and there was no evidence of migration. The pt's pain pattern is primarily foot pain; the pt has foot issues and sees a podiatrist. The pt requested additional expertise. The pt met with a pain relief physician who provided that interferon (medication the pt is taking) is known to cause an increase in (B)(6). This physician did not expect the scs stimulation to address (B)(6).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.